Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. Initial reporter occupation: non-healthcare professional "attorney". (B)(4).

Event description:
Patient is seeking legal action. Update on 09/27/2009, patient underwent a bone scan which confirmed the left prosthesis was showing signs of loosening. It is also alleged that since that time, the patient has suffered from severe pain and difficulty walking, and requires ongoing medical care. Update in addition to what was previously alleged, ppf alleges elevated metal ions. Doi: (B)(6) 2009 - dor: (B)(6) 2011, (right hip).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot ==> 2866696. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.